Event description:
It was reported that a patient underwent a left parotid gland tumor resection procedure on (B)(6) 2011. The drain was placed at the neck and connected to the reservoir. The reservoir could not inflate and suction when it was activated. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results - the actual device involved in this event was returned for evaluation. Functional test was performed and functional failure was observed as the bulb did not inflate when the air was compressed out, the antireflux valve edges visibly deteriorated and stuck together. Conclusion: the device was received in a condition which does not meet specification.